Event description:
The customer reported that a patient at bed 6 went into vt at 06.49hrs, alarmed red for vf. Had 7 ramps of atp. The 7th restored a paced/sinus rhythm. At 07.03hrs 32 seconds the patient into vt again (I was on the unit for this, and witnessed it) system alarmed "yellow" for an svt. Required 8 ramps of atp to restore normal rhythm from vt. At 07.04hrs 51secs the system decided to interpret the rhythm as vf... So we got a "red" alarm, 1 minute and 20seconds after the onset of the vt. The morphology hadn¿t changed, so the interpretation of "vf" was also incorrect. This was also observed the next day on bed 8.

Manufacturer narrative:
A complaint was received regarding missed alarms for vtach. There was no reported adverse patient impact. Review of the event strip reports provided showed the following. For the event at 6:49 on june 11th, the device alarmed correctly. The algorithm for vf focuses on the particular shape and rate associated with fibrillation, and searches for round, rolling, low-amplitude waves in the frequency spectrum above and occurring at a rate of 2-8 hz every two seconds. This waveform met the vf detection criterion, and vf alarms were issued per design. The iacs IFU states "certain ventricular tachycardias have sinusoidal waveforms closely resembling ventricular fibrillation. Because of the similarities between these waveforms, such types of ventricular tachycardia can be classified as ventricular fibrillation, the more serious of the two conditions." There was no device malfunction. For the event at 7:03 on june 11th, the device provided an svt alarm instead of vtach alarm due to the relearning of pvc beats as normal beats. The algorithm for svt according to the iacs IFU is "n or more consecutive normal beats, with a beat-to-beat rate greater than or equal to the svt setting (n is the event count set in the count column of the arrhythmia setup table.)" Since normal beats were detected, the device correctly alarmed for svt. There was no device malfunction. For the event on june 12th, the waveform morphology changed over time where pvc beats were classified as normal beats. Since normal beats were detected, the waveform did not meet the definition for vtach. The IFU states that the algorithm for vtach is "n or more pvcs are detected in a time interval t = (60 * (n - 1)) / r, where n is the vtach count and r is the vtach rate." Since normal beats were detected, the waveform did not meet the criteria for vtach. It was found however that when the heart rate was detected to reach 130 bpm at 11:08, the device correctly alarmed for tach which was set for this limit. There was no device malfunction.

Manufacturer narrative:
The investigation is on going. Once the investigation is complete, a follow up report will be issued.

Event description:
The customer reported that a patient at bed 6 went into vt at 06.49hrs, alarmed red for vf. Had 7 ramps of atp. The 7th restored a paced sinus rhythm. At 07.03hrs 32 seconds the patient into vt again (I was on the unit for this, and witnessed it) system alarmed "yellow" for an svt. Required 8 ramps of atp to restore normal rhythm from vt. At 07.04hrs 51secs the system decided to interpret the rhythm as vf. So we got a "red" alarm, 1 minute and 20seconds after the onset of the vt. The morphology hadn't changed, so the interpretation of "vf" was also incorrect. This was also observed the next day on bed 8.